Event description:
Adverse event(s): no patient impact reported (no consequence or impact to patient). Product problem(s): "distal tip of 23ga cutter broke" (break). The customer reported that the distal tip of a 23ga cutter broke as it was removed from the cannula. No evidence of the broken tip was found in the eye and the fragments were disposed of at the site. The probe will be sent in for in-house testing. No patient injury was reported.

Manufacturer narrative:
The probe was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).